Manufacturer narrative:
The product is available for investigation. It is yet to be received.

Event description:
The event involved primary plum set with ball that was reported to have leaked taxol during administration through the secondary channel of the cassette. The leak was noted exactly at the base of the clear microclave through the male luer. There was no report of adverse event or human harm, however there was a delay in therapy.

Manufacturer narrative:
Concomitant medical products: date returned to manufacturer 5/21/2019. Received one (1) new, list # 142409290, plum site chbr w/ball pp yste 264cm ndhp; lot # 916875h. The set returned did not include a clear microclave on the injection port of the cassette. No mating device was reported or returned with the complaint. The package was inspected and no damage was found. The product was removed from the package and air pressure leak tested to 8psig per product specifications and no leak was observed along the fluid path. The cap was removed from the injection port on the cassette and the luer was measured to product specifications and it passed this test. The device history review (DHR) was reviewed and no non-conformances were found that would have contributed to the reported complaint. The reported complaint cannot be confirmed.